Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported transducer (xdcr) fault alarm display, motor fault, ventilator inoperable (vent inop), high rate, low peak inspiratory pressure (pip) and love minute volume (ve). The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to slow responding solenoids.